Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Analysis inspected reservoir, snap cap, and septum for anomalies and none were found. Ran occlusion test as follows: using a new transfer guard, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed pump manual prime and visual fluid flow through infusion set and out catheter tip. Conclusion was reservoir not occluded. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer stated that they were experiencing high blood glucose of 545 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the no delivery alarm was resolved by complete set change. The reservoir was returned for analysis.